Event description:
It was reported by service report that the power cord was damaged and the fowler motor controls were not working correctly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Hand pendant not properly connected into bed.